Manufacturer narrative:
Additional information was received on (B)(6) 2021. In addition to the right sided capsular contracture reported initially, the patient also experienced left sided bottoming out. This report relates to the right prosthesis. See 1645337-2021-09471 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Allergic response is a state of hypersensitivity induced by exposure to a particular antigen resulting in harmful immunologic reactions on subsequent or continued exposures. Current symptoms may include contact dermatitis, urticaria, gastrointestinal changes, respiratory symptoms and in severe cases, anaphylactic shock. Materials used in the manufacture of silicone or saline breast implants are considered biocompatible; however; anecdotal reports of allergic responses are reported in the literature. Due to the multiple exposures of the patient to drugs, chemicals and materials in the intra-operative and postoperative phase, it is often difficult to determine the specific antigen causing an allergic response. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 17, 2021. The explant was rescheduled to (B)(6) 2021. Bilateral implant exchange is planned with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypersensitivity/capsular contracture future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 300cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture post procedure. Additionally, hypersensitivity and residual redness along the lateral chest area were noted. As a result, replacement with a 300cc mentor memorygel breast implant is planned for (B)(6) 2021.